Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause of the punctured/damaged distal end could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the distal end of the endoeye flex deflectable videscope was punctured and it caused the device to leak. There was no patient involvement.